Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. The complaint description states "see picture", but there is no picture attached to this complaint. Teleflex has requested the picture referenced in the complaint. To date it has not been received. No device history record review was performed since customer did not provide a lot number for the sample. Complaint not confirmed. Root cause unknown. No sample available from the customer to investigate. Teleflex will continue to monitor and trend on issues related to oxygen bypassing water on water bottle products.

Event description:
Customer complaint alleges "whilst using the device, for a flow below 4l per minute, the oxygen goes directly from the oxygen connector to the cannulas connector without going through the water. There was no report of patient injury or consequence.